Event description:
It was reported that the pump failed accuracy testing. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed, and the pump had a cracked lens. A review of the event history log found no evidence of the reported problem in the history. Functional testing was performed using the accuracy test and the device problem was confirmed. The pump was over infusing. The root cause of the problem was related to the expulsor. The expulsor was trimmed to bring it in a more nominal range.